Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 1 day and no unexpected audio / vibrate alarms or alerts were noted. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept beeping every minute. Blood glucose value at the time of the incident is unknown. The customer stated that the buttons were not accidentally pressed, the notification light was not blinking, there was nothing nearby beeping and no alarms were present on screen or the history. It was advised the insulin pump would be replaced. The insulin pump will be returned for analysis.